Event description:
The pt's spouse called and reported the device is suffering liquid leaking. Surgery is planned. Further info has been requested but has not been received at this time.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. The product associated with this report has not been returned as the device was not explanted. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis, if it is explanted in the future. The surgery has not occurred, so allergan has not received the device nor performed analysis at the time. Further info from the reporter regarding the pt data has been requested. The pt has denied allergan permission to contact the implant surgeon. Allergan is attempting to contact the explant facility at this time with the pt's permission. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to a leakage from the band, the port or the connector tubing." Device labeling addresses the following concerns to performing an adjustment: "prior to doing an adjustment to decrease the stoma, review the pt's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the pt has been compliant with nutritional guidelines, the pt may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction."